Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article "endoscopic ultrasound-guided gallbladder versus bile duct drainage for first-line therapy of malignant biliary obstruction: international multicenter trial" by benedetto mangiavillano, et al. This was an international, multicenter, retrospective, observational study conducted at 28 tertiary care centers between april 2017 and august 2024. A total of 291 patients underwent eus-guided drainage procedures, including 82 eus-guided gallbladder drainage (eus-gbd) cases and 209 eus-guided choledochoduodenostomy (eus-cds) cases. From this population, 154 patients were selected for analysis, with 77 patients in each group. Among these patients, 11 adverse events were reported in each group, of which 6 were classified as serious. According to the article, bleeding occurred in four patients, with three cases occurring intraprocedurally and one delayed bleeding event occurring 16 days after eus-cds. All bleeding events were mild, and one case following eus-gbd required treatment with adrenaline injection. One perforation occurred after eus-gbd and resolved following surgical intervention. Stent occlusion was reported in three patients after eus-gbd and two patients after eus-cds; all cases were attributed to food impaction and were managed by placement of a double-pigtail stent through the lams. Food impaction occurred 8 days after eus-gbd in one case, within one month in three cases, and 455 days after eus-cds in one case. Additionally, one case of stent migration occurred 48 hours after eus-gbd, and four cases of stent misdeployment were reported following eus-cds. Cholangitis was reported in one patient after eus-gbd and three patients after eus-cds; all cases were successfully treated with intravenous antibiotics. The median length of hospital stay was reported to be similar between the two study groups. Please refer to the referenced article for complete procedural details and the full list of investigators and participating institutions.

Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between april 2017 to august 2024. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: benedetto mangiavillano, et al. Endoscopic ultrasound-guided gallbladder versus bile duct drainage for first-line therapy of malignant biliary obstruction: international multicenter trial. Endoscopy 2026; 58: 37-46 https://doi.org/10.1055/a-2650-5492. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization.